Event description:
The issue involves (B)(6) discern expert which is a rule based solution. Use of rules is the option of each client site and the definition of the rule is determined by the client. Discern expert can dynamically pull character strings or numerical values for additional processing in messages or calculations using a substitution value, at result:x. The perform results table is one where (B)(6) laboratory values are stored. When discern expert calculations are done using the at result:x substitution value to pull results from the (B)(6) perform results table where those results are whole numbers without decimal places and the calculation processing is multiplication or division the result value is zero. Pt care could be adversely affected, as clinical decisions could be made on inaccurate data being displayed. (B)(6) has not received communication on any adverse pt events as a result of this issue.

Manufacturer narrative:
Model number: 2007.19, 2008.18.05 and 2008.18.06. (B)(4) distributed a priority review flash notification on (B)(4) 2009 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification has been developed to address the issue for all sites that could be potentially impacted. (B)(6) corporation considers this issue to be resolved and no further narrative is required for follow-up.